Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia and an inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, draining from ruptured abscess, mesh chronically infected, necrotic fat, unincorporated mesh, fever, non-healing wound, inflammation, fluid collection, seroma, cyst, adhesions, diverticulitis, tenderness, nausea, purulent material, cellulitis, discomfort, scar tissue, redness, mid-abdominal surgical scar with accompanying knot, sinus tract, large defect in mesh, fistula tract, expressible effluent, granulation, denuded skin, induration, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and recurrence. Post-operative patient treatment included revision surgery, removal of necrotic fat, partial excision of mesh, removal of adhesions, mesh fully explanted, medications, removal of gore sutures, fascial defect repaired with suture, bilateral component separation, wound packed, excision of non-healing tissue, omentum freed from underside of mesh, and debridement of abdominal wall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia and an inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, draining from ruptured abscess, mesh chronically infected, necrotic fat, unincorporated mesh, fever, non-healing wound, inflammation, fluid collection, seroma, cyst, adhesions, diverticulitis, tenderness, nausea, purulent material, cellulitis, discomfort, scar tissue, redness, mid-abdominal surgical scar with accompanying knot, sinus tract, large defect in mesh, fistula tract, expressible effluent, granulation, denuded skin, induration, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and recurrence. Post-operative patient treatment included revision surgery, removal of necrotic fat, partial excision of mesh, removal of adhesions, mesh fully explanted, medications, removal of gore sutures, fascial defect repaired with suture, bilateral component separation, wound packed, excision of non-healing tissue, omentum freed from underside of mesh, and debridement of abdominal wall.

Manufacturer narrative:
Additional information: b5, b7, e1 (facility name, street 1, city, region, postal code), h4, additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia and an inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, draining from ruptured abscess, mesh chronically infected, necrotic fat, unincorporated mesh, fever, non-healing wound, inflammation, fluid collection, seroma, cyst, adhesions, diverticulitis, tenderness, nausea, purulent material, cellulitis, discomfort, scar tissue, redness, mid-abdominal surgical scar with accompanying knot, sinus tract, large defect in mesh, fistula tract, expressible effluent, granulation, denuded skin, induration, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and recurrence. Post-operative patient treatment included revision surgery, removal of necrotic fat, partial excision of mesh, removal of adhesions, mesh fully explanted, medications, removal of gore sutures, fascial defect repaired with suture, bilateral component separation, wound packed, excision of non-healing tissue, omentum freed from underside of mesh, CT-scan, and debridement of abdominal wall. Relevant tests/laboratory data: on (B)(6) 2014: CT scan noted fluid collection within the subcutaneous fat seroma versus abscess versus cyst. On (B)(6) 2014: office note- CT showed fluid in the supraumbilical region only. On (B)(6) 2014: pathology report- patchy chronic inflammation and dense serosal adhesions. On (B)(6) 2015: CT abdomen/pelvis- postoperative changes along the anterior abdominal wall with some stranding within subcutaneous fat, early diverticulitis noted.

Manufacturer narrative:
D10: protack (product ID: 174006, lot#: p2g0005x) protack (product ID: 174006, lot#: p2g0007x). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an incisional inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, draining from ruptured abscess, mesh chronically infected, necrotic fat, unincorporated mesh, mesh adherent, fever, non-healing wound, inflammatory reaction, and recurrence. Post-operative patient treatment included revision surgery, removal of necrotic fat, partial excision of mesh, removal of adhesions, mesh fully explanted, and debridement of abdominal wall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia and an inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, draining from ruptured abscess, mesh chronically infected, necrotic fat, unincorporated mesh, fever, non-healing wound, inflammation, fluid collection, seroma, cyst, adhesions, diverticulitis, tenderness, nausea, purulent material, cellulitis, discomfort, scar tissue, redness, mid-abdominal surgical scar with accompanying knot, sinus tract, large defect in mesh, pain, fistula tract, expressible effluent, granulation, denuded skin, induration, and recurrence. Post-operative patient treatment included revision surgery, removal of necrotic fat, partial excision of mesh, removal of adhesions, mesh fully explanted, medications, removal of gore sutures, fascial defect repaired with suture, bilateral component separation, wound packed, excision of non-healing tissue, omentum freed from underside of mesh, and debridement of abdominal wall.

Manufacturer narrative:
Medtronic complaint number: pe:(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic incision hernia repair with mesh placement. Approximately 1 year and 7 months post op, presented with complaints of chronic mid abdominal pain above the umbilicus and an abscess that ruptured and continued to drain. The mesh was infected. Underwent surgical exploration of abdominal wound with removal of necrotic fat. No mesh was exposed or removed. Approximately 1 year and 8 months post op, presented with a recurrent abscess and drainage. Underwent surgical exploration with partial excision of a portion of the hernia mesh product. Approximately 1 year and 10 months post op, abdominal pain and a low-grade fever. Underwent mesh removal surgery. Approximately 2 years and 9 months post op, presented with a continued non-healing lower abdominal wound. Underwent excisional debridement of the abdominal wall.